Event description:
It was reported that the patient had an infection in the device pocket. The device and leads were removed and the patient was given antibiotic treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5086mri52, implantable pacing lead (B)(6) 2012. (B)(4).